Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 15-aug-2017 from a healthcare professional (hcp) and it was reported that the patient was seen on (B)(6)2017 at which time the pump was refilled with 40 ml of 2000 mcg/ml lioresal. The dose was 1201.6 mcg/day. At the visit, the patient¿s mother had noted the patient seemed weaker in his right arm; he was not moving his muscles like he used to. Upon examination, it was difficult to bend his right leg. Several days prior to (B)(6)2017, while the mother was feeding the patient, he seemed to go to sleep and she had difficulty waking him up. The patient was admitted to the hospital because of mental status changes. The physician that saw him indicated the patient was not arousable, however, a few minutes later, he came back to his usual self for several minutes, and then went back to seemingly sleeping again. He did not wake up again until thursday (relative to (B)(6)2017). He was seen by neurology and they had decreased the dose of the baclofen but that did not change the patient¿s mental status. This was the patient¿s second event with mental status changes and, per mother, this started when the pump was changed. When the patient had mental status changes, he had several bouts of emesis that were chocolate colored. The patient did not have any new medication. While the patient was asleep, the patient was not arousable. He had an eeg (electroencephalogram) in (B)(6) 2017, which while abnormal showed generalized slowing without any seizure activity. The etiology of his mental status changes was unknown. The managing physician had increased the medication about a week to a week and a half prior to the hospitalization. It was felt that he had gastritis that was also acting up. He was also supposedly backed up with stool and they emptied him out. The patient used miralax but there were times when he did not eat and would not ¿go¿ as well. The patient had lost some weight since he had been in the hospital with weight at (B)(6) on (B)(6)2017, the patient¿s mother noticed he was much sleepier than normal and had looser tone than usual. He had been hard to wake up all day and when he waked he didn¿t recognize her. He had eaten less since (B)(6) and since yesterday ((B)(6)2017) hadn¿t drank anything. On (B)(6)2017, the patient was admitted to the hospital with a diagnosis of altered mental status. The ems (emergency medical service) said that transport required frequent sternal rubs and stimulation to keep the patient awake although his vitals were stable. Upon examination, he was active with stimulation (awakened to stethoscope on chest). He was hypertonic in the lower extremities, wrists flexed in upper extremities. The patient was in no acute distress. The patient had laboratory tests completed of ¿cbc, pmp, lft, abg, uds, salicylate and tylenol¿ that were all normal. It was also reported that the patient¿s labs indicated anemia (hemoglobin: 9.6 and hematocrit: 35.2 - units and reference ranges not provided) and they tried to give him an iron pill but he vomited all three times they tried. He also had anemia the last time he was at the clinic. An acute abdominal series and CT (computerized tomogram) of the head were normal. The patient had no fever, cough, rhinorrhea, no increased work of breathing, vomiting, diarrhea, change in uop (urinary output), or change in medications. In the emergency department, they got a kub (kidney, urinary, bladder) x-rays which showed small stool volume. He had bradycardia around the 50¿s while in the emergency department as he was asleep. Neurology admitted the patient for further testing including thyroid function tests, which came back as normal. Abdominal x-ray results indicated non-obstructive bowel gas pattern. Pelvis x-ray results indicated hip dysplasia (similar/stable in appearance to prior exam). The managing physician, during the hospitalization, examined the patient on (B)(6)2017 and it was noted he appeared a little better than on (B)(6)2017. On (B)(6)2017, the patient was opening his eyes and looking around, however, the mother felt that he was in some distress because he looked at her and moaned, which was his signal of discomfort. He is non-verbal and occasionally would look at his mother and say ¿ma¿ but had not been doing that over the past day or two. The pump was interrogated and seemed to be functioning normally. The patient was alert but did not follow commands. He grimaced when the physician moved his hips and legs but did not show any sign of distress when he pressed on any other part of the body including the abdomen. The right upper extremity tone was slightly increased with arm held in flexion at the elbow with no contracture present. Bilateral lower extremities tone was significantly increased with scissoring at the hips, flexion contractures at the knees and tight heel cords bilaterally. Deep tendon reflexes were increased in all 4 extremities. He moved bilateral upper extremities symmetrically, spontaneously, against gravity, and to touch. He had difficulty moving the lower extremities to touch; plantars were mute bilaterally; and was reaching for objects with either hand without any obvious dysmetria. There were no obvious involuntary movements. Vital signs were within normal limits. When the physician did not move his legs, the patient seemed to be comfortable. Abdomen was soft, non-distended. No neck stiffness. Bowel sounds present and normal. Previously, they had noted that the patient had significant distress when he was constipated. He had also recently been diagnosed with an upper gi ulcer. Today he was given maalox and also an enema to try and address these problems to make him more comfortable and see if they can remove his distress. Thereafter, if he still seemed to be in distress, they would treat him with tylenol to see if his significant spasticity in the lower extremities was giving him pain which in the physician¿s opinion, probably it was. This was the third time where he had been hard to wake up with no known cause. Previous episodes may have been caused by pump malfunction and constipation. The managing physician did not see any symptoms of baclofen withdrawal or toxicity and therefore believed the event was not baclofen related. It was difficult to assess if the patient did have actual alteration of mental status but did seem quite alert to him. The patient continued to be observed in inpatient hospitalization. On (B)(6)2017, the unresponsiveness resolved. On (B)(6)2017, the patient was discharged from the hospital. No additional information was provided. The patient¿s medical history included dyskinetic cerebral palsy, spasticity (chronic), unable to ambulate independently (spastic quadriplegia), fever (acute), athetoid movement (chronic), history of constipation affecting mental status (chronic), gastroesophageal reflux disease (chronic), low weight (pediatric, bmi less than 5th percentile for age - chronic), non-verbal spastic speech (does not follow commands), and hip dysplasia (developmental hip dysplasia). The patient¿s concomitant medications included docusate sodium, clonidine tablet, prilosec capsule, sucralfate, miralax, ativan, and caltrate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that the patient was in the emergency room unresponsive. The hcp was questioning baclofen overdose and wanted the pump read. The hcp didn't have any therapy information including dosing, if the pump was recently refilled, etc. No further patient complications have been reported as a result of this event.